Event description:
It was reported that during a da vinci-assisted surgical procedure, that while holding onto the uterus, the cable of the tenaculum forceps became loose and would not grip normally after the cable became loose. The instrument was replaced with a new one. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding loose cable was confirmed by failure analysis.